Manufacturer narrative:
Additional information was received that patients infection was not device related but it was due to taking medication humira tnf (tumor necrosis factor)-blocker that suppressed the immune system.

Event description:
A report was received that the patient had an infection. Symptom of puss at the ipg site and epidural space was noted. It was unknown what caused infection. Patient was hospitalized and antibiotics were prescribed. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial #:(B)(4), description: artisan surgical lead, 50cm; model#: sc-2366-50 serial #:(B)(4), description: linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection. Symptom of puss at the ipg site and epidural space was noted. It was unknown what caused infection. Patient was hospitalized and antibiotics were prescribed. The patient underwent an explant procedure.

Event description:
A report was received that the patient had an infection. Symptom of pus at the ipg site and epidural space was noted. It was unknown what caused infection. Patient was hospitalized and antibiotics were prescribed. The patient underwent an explant procedure. Additional information was received that patients infection was not device related but it was due to taking medication humira tnf (tumor necrosis factor)-blocker that suppressed the immune system. Additional information was received that the patient also had inadequate pain relief. The patient made a full recovery after the explant.